Event description:
The user facility reported that when a patient stood up from sitting in the all purpose chair, his pant leg got caught on an edge of the chair causing him to fall and sustain an abrasion on his face. The patient was taken to the emergency room and then returned to outpatient surgery to have his procedure successfully completed. No additional information is available on the extent and treatment of the injury.

Manufacturer narrative:
A steris service technician inspected the chair and noted that it was outfitted with a paper roll holder accessory which is designed to hold exam room table and treatment paper rolls. The technician noted that the accessory was damaged and bent, causing the patients pant leg to become caught. The chair is not under steris service contract and is maintained by the hospital's engineering department. The preventive maintenance schedule states pp (5.1): "inspect all fasteners to ensure proper fit, position and tightness (including nuts, bolts, etc.) Every 3 months." In addition, steris advised the manufacturer of the chair of the reported event.